Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient¿s right atrial (ra) lead and right ventricular (rv) lead were fractured near the suture sleeve. These fractures were confirmed through x-ray. An atrial pacing impedance measurement was found to be out-of-range as it was greater than 2000 ohms. Loss of capture at maximum outputs with the ra lead was also discovered. The ra lead was successfully explanted and replaced. There were no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against the ra lead was confirmed. Detailed analysis and x-ray examination indicated that all wires of the inner coil of the lead were fractured at 23.2 cm from the terminal pin on the distal end of the suture sleeve tie-down. No further testing was performed and the lead has since been archived.